Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single user was unable to log in with an authentication error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single user was unable to log in with an authentication error due to the account being locked. A technical support specialist dialed into the station, checked medapp logs, and identified the account lock and advised the user to contact information technology to unlock the account. The system functioned as intended after the technical support specialist repaired the device.